Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had failed to make expected audio during alerts, alarms or sirens. Customer's blood glucose value was unknown. Customer stated that insulin pump failed during the night with no warning and they experienced very high blood glucose and ketones. The device will not be returned for analysis.